Event description:
It was reported that during a ureteroscopy procedure, the fiber "broke spontaneously in full intervention". It is unknown how was the procedure completed. There was no patient injury reported due to this event. No further information is available.

Manufacturer narrative:
Analysis of the returned device showed the fiber overall length of 11 feet and 7 inches, connector included. The fiber distal tip is fractured. The fiber was tested with hene laser fixture, and the aim beam was visible at the distal tip. There was no signs of breakage along the length of the fiber and at the connector. Dark discoloration was noted near fiber tip within blue jacket. A review of the manufacturing records was performed and no issues that could have contributed to this event were found. The review of the manufacturing records did not identify any failure of the product to meet its material, assembly or performance specifications. Based on the device analysis, the probable cause of the failure cannot be determined.